Manufacturer narrative:
Device malfunction is occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated his vns therapy programming handheld was freezing while attempting interrogation with patient's pulse generators. Good faith attempts for further information are currently being made.